Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, it was noted that the appearance of the device was good before use. However, after the first was band was successfully deployed, the rest of the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter first name): (B)(6) hospital. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, it was noted that the appearance of the device was good before use. However, after the first was band was successfully deployed, the rest of the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter first name): the second affiliated hospital of (B)(6) block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the handle presented marks of the trip wire being secured; however, the slack was not taken up correctly. The ligator head returned with six bands attached, some of them were moved out of their original positions. Additionally, the ligator teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The slack was not taken up correctly as mentioned in the instructions for use. Failure to follow this step could have caused an inaccurate deployment of bands, more tension on the device and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.